Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was potential contamination. The vials flagged positive on the bactec instrument and the maldi analyzer was used for identification. Paenibacillus urinalis was isolated. There was no indication that patients were treated. The following information was provided by the initial reporter. The customer stated: "customer alleges contaminated bottles due to isolation of paenibacillus urinalis group from several bottles"

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was potential contamination. The vials flagged positive on the bactec instrument and the maldi analyzer was used for identification. Paenibacillus urinalis was isolated. There was no indication that patients were treated. The following information was provided by the initial reporter. The customer stated: "customer alleges contaminated bottles due to isolation of paenibacillus urinalis group from several bottles".

Manufacturer narrative:
H6 investigation summary: catalog 442020. Batch no. Unknown. Customer reported a paenibacillus contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. Several evaluations were performed to conclude that the bio-contaminant reported, paenibacillus, did not originated from the bd manufacturing site. The autoclave process was evaluated. The moist heat autoclave is a process that uses moist heat as the lethal agent to render liquid and porous/hard goods items free from viable microorganism and relies on direct contact with saturated steam, which is water vapor in equilibrium with liquid water. The autoclave process is accomplished by the heat transfer from the steam to the load and by hydrating effect of the resultant condensate that forms due to the change in state from vapor to the lower energy liquid state. This phase change requires the transfer of the latent heat of the steam to the surroundings, thus heating the autoclave and its load. Bd cayey autoclave the products via moist heat. Initial validation had been successfully completed and the required requalification assessment has been performed accordingly maintaining the active and valid autoclaving cycle. Isolates containing the biocontamination were received from the customer. Environmental samples were evaluated from bd manufacturing site for identification of bacterial species present at different locations within the plant. The purpose of identifying these isolates was to determine if paenibacillus contamination originated from this location. After performing maldi testing, the contaminants were identified as paenibacillus species in the samples from the customer, and none of the environmental samples collected from different locations within the manufacturing plant in bd cayey were identified as paenibacillus. Finally, autoclave testing of paenibacillus species present in all samples from the customer indicated that a 15-minute autoclave cycle at 118°c is sufficient to kill vegetative cells. Bd cayey cycle is set for a higher temperature that exceeds 15 minutes. Therefore, the bio-contaminant paenibacillus likely did not originate from the bd cayey, and there is no evidence to indicate that it would it have survived the autoclaving process of bactec bottles. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated to reflect the device evaluation previously submitted: h6 imdrf annex b: b17- device not returned, b22 - insufficient information available. H6 imdrf annex c: c19 - no device problem found. H6 imdrf annex d: d14 - no problem detected. H6 imdrf annex g: g04014 - bottle.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic) there was potential contamination. The vials flagged positive on the bactec instrument and the maldi analyzer was used for identification. Paenibacillus urinalis was isolated. There was no indication that patients were treated. The following information was provided by the initial reporter. The customer stated: "customer alleges contaminated bottles due to isolation of paenibacillus urinalis group from several bottles."